Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If it is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is against the battery cap alone.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (damaged cap) issue. It was reported that the threads of the battery cap were stripped. This complaint is against the battery cap alone. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.